Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and found several oxygen (o2) readings out of range error codes recorded in the ventilators memory logs. The se re-secured the o2 cable and replaced the o2 sensor. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, an 840 ventilator generated an inoperable message. The ventilator was not in use on a patient at the time the event occurred.